Event description:
It was reported that the bd syringe 1ml ll plunger rod was broken / damaged. The following information was provided by the initial reporter: material #:309628 & batch#:3038025. Verbatim: rcc received a complaint via email. Plunger pulled out completely and medication fell on floor." "No portion of the broken/spoiled product has been administered, and no portion of the broken/spoiled product is intended to be administered to any patient. There was no harm to the patient, hcp or user."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - plunger rod broken / damaged. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The complaint appears to be for the absence of stop ring on the plunger rod. This product does not have a stop ring by design according to its product specification. The design of the product has not changed since september 1997. Batch 3038025 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.